Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy . A2: age & date of birth: not available due to hospital policy . A3: patient sex: not available due to hospital policy . A4: weight: not available due to hospital policy . A5: ethnicity: not available due to hospital policy . A6: race: not available due to hospital policy . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a hematoma and bleeding occurred. On thursday, (B)(6) 2023, the angio-seal device was used for hemostasis around 6:00 pm after the percutaneous coronary intervention (pci) that started around noon. Hemostasis was successfully achieved. On the following day, when the patient was released from bed rest around 6:30 am after 12 hours had passed, a hematoma was noted followed by considerable bleeding. Although the exact time is unknown, hemostasis was achieved by immediately applying manual compression for an hour, and the patient was saved. The patient was released from bed rest with no problems. The patient is currently in the hospital and is on the track to be discharged from the hospital. The estimated blood loss was <250cc. Patient was in stable condition. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The patient required medical intervention. A CT scan was performed to diagnose the hematoma. An ultrasound was not performed. The event occurred post operative. There were no other devices or equipment used with the reported product.